Event description:
It was reported that the device was used during a laparoscopic ventral hernia repair, the pt was brought back to surgery after an initial repair for a bowel obstruction. The pt's bowel had wrapped around the anchor construct used during the first procedure.